Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found. Grommet and set screw damage were noted.

Event description:
It was reported that following a device change out there was noise on the right ventricular electrogram and sense markers. The noise increased with pocket manipulation. The physician opened the pocket and verified the lead connection was intact. The physician then connected the lead to the previous device and could not re-create the noise. The lead was unable to be re-attached to the implanted device due to set screw problems. The device was explanted and replaced. No patient complications have been reported as a result of this event.